Manufacturer narrative:
As reported, the 7f vista brite tip judkins left 4 guiding catheter fractured during use in a percutaneous coronary intervention (pci) procedure. There was no reported patient injury. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There were no anomalies noted when the product was removed from the packaging. The tip was visible under fluoroscopy throughout the procedure. A non- sterile catheter ¿gc 7f 078 jl 4¿ was received for evaluation. During visual inspection, a cracked condition was not observed however, several kinks were observed approximately 5cm, 27cm and 56 cm from the distal tip. No other damages or anomalies were observed during visual analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A product history record (phr) review of lot 17968676 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿catheter (body/shaft) ~ cracked¿ was not confirmed. The unit did not present with any cracks. However, the malfunction ¿catheter (body/shaft) ~ kinked/bent¿ was confirmed. Kinks were noted on the body/shaft of the returned unit. Storage and/or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 7f vista brite tip judkins left 4 guiding catheter fractured during use in a percutaneous coronary intervention (pci) procedure. There was no reported patient injury. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There were no anomalies noted when the product was removed from the packaging. The tip was visible under fluoroscopy throughout the procedure. Additional event details were requested; however, not provided. The device is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17968676 presented no issues during the manufacturing process that could be related to the event reported. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.